Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation event. Device evaluation summary: monitor sn (B)(4) and electrode belt sn (B)(4) have not yet been recovered from the field. A review of downloaded flag data from the time of the event does not indicate a device malfunction that would cause or contribute to the inappropriate treatment event. Device manufacture date: monitor: 10/31/2014, belt: 04/28/2015. Additional inappropriate defibrillation narrative: the investigation into the event concludes that there was no device malfunction contributing to the treatment event. A cause and effect analysis was conducted (attached) using all of the available information which includes the incident report, device evaluation, software flag files, and ECG strips (attached). The primary cause of the inappropriate shock was improper response button use. The ECG analysis, conducted by trained ECG technicians, identified the primary cause of the false detection was CPR artifact. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at <http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf>. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event consisting of three shocks. The patient was reportedly in the hospital at the time of the treatment event. The response buttons were pressed, but not in the detection sequence immediately prior to treatment delivery. The response buttons functioned appropriately. CPR artifact contributed to the false detection. Following the event, the patient remained in the hospital. There was no death or device malfunction associated with the inappropriate defibrillation event.